Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was the result of the patient¿s procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following a competitive replacement on (B)(6) 2021, the patient's ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2021, wherein the ipg was explanted and replaced to address the issue.